Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of pelvis, while tightening of a long sacroiliac (si) screw, the tip of a cannulated screwdriver broke off into the recess of the screw. Fragments from the tip were left in the patient. There was a surgical time delay of twenty minutes because of this incidence. The procedure was completed successfully and the patient outcome is reported as fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product investigation summary: the cannulated hexagonal screwdriver 4.0mm is for inserting 7.3mm cannulated screws; proper use and maintenance are addressed in technique guide. One cannulated 4.0mm hexagonal screwdriver (part 314.050, lot 3445495) was returned with the complaint that ¿¿while tightening of a long sacroiliac (si) screw, the tip of a cannulated screwdriver broke off into the recess of the screw. Fragments from the tip were left in the patient.¿ upon receipt of this device, it was seen that the distal cannulated tip is missing the entire hexagonal portion of the distal tip, in a jagged irregular pattern. This complaint is confirmed. Given the complaint description, this complaint likely occurred as a result of the screwdriver being subjected to excessive torque as a result of the screw being inserted into very dense bone. If this were the cause, predrilling could have prevented this complaint. The most recent drawings for this device were reviewed as well as the drawings to which this device was manufactured. The root cause of this complaint is undetermined, however it is likely that this occurred during screw insertion into very dense bone. The design of this device is adequate for its intended use and did not contribute to this complaint condition. The design of this device is adequate for its intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.